Event description:
This is a spontaneous report by a consumer from the (B)(6) of did not wear a mask, peritonitis, fever, nausea and vomiting in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient did not wear a mask while performing pd therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis (manifested by abdominal pain and cloudy effluent, described as pineapple juice like effluent), fever, nausea and vomiting, and was hospitalized the same day. On an unreported date, the patient began remedial therapy with ceftazidine 500mg intravenously (frequency not reported). The outcome of the event of peritonitis was reported as ongoing and improved as the patient was still hospitalized. The outcome or treatments provided for the events of fever, nausea and vomiting were not reported. It was not reported whether the patient was retrained in aseptic technique, therefore, the outcome of the event of did not wear a mask was unknown. It was not reported whether the pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.